Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer 4/2 system ivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: [phenomenon] fsc-h peaks out and cannot be distributed diagonally. Initial support with as. It is said that it cannot be supported by the settings. [Correspondence] confirmed, adjusted the fsc detector, and if it could not be adjusted, there was no choice but to install an nd filter. [Result] coordinate the dispatch of engineers. 2021-08-24 11:00:40 (gmt) even if the value of fsc area scaling is changed, the position of the population does not change and it cannot be distributed diagonally.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of the issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial # (B)(6). Problem statement: customer reported a complaint regarding an instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 24aug2020 to 24aug2021. Complaint trend: there are 14 complaints related erroneous results. Date range from 24aug2020 to 24aug2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # 338960-338960-v33896002208-100246730-14, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a misaligned fsc detector. The customer had initially reported that although the value of the fsc area scaling in the settings would change the position of the population in the sample tests would not change and could not be distributed diagonally. An fse (field service engineer) came onsite for the repair, confirmed the abnormality, and eventually requested for help from as (application support). As informed the fse that this could not be resolved by adjusting the settings, and that the fsc detector would have to be adjusted or a new nd filter was to be installed. A new nd filter was prepared for the instrument but the work order was cancelled as the sample required for the detector adjustment was not ready. The case was closed and the adjustment was scheduled to be performed when the sample was ready after december. No parts were requested for evaluation. There have been no further complaints regarding the instrument producing erroneous results due to the fsc detector and seems to be functioning as expected. Although the instrument was being used for clinical diagnoses, the customer confirmed that they had identified the erroneous results immediately and did not use them in the treatment of any patients. This event also did not delay the treatment of their patients. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4)/ , case # (B)(4). Install date: 27feb2015. Defective part number: n/a. Work order notes: subject / reported: even if the value of fsc area scaling is changed, the position of the population does not change and it cannot be distributed diagonally. Internal notes: fsc-h has peaked out and cannot be distributed diagonally. Initial support with as. It is said that it cannot be handled by setting. Confirmed with mr. (B)(6), adjusted the fsc detector, and if it could not be adjusted, there was no choice but to install an nd filter. Mr. (B)(6) has prepared the nd filter. A real sample is required for adjustment. I heard that you will be able to contact me again as soon as the preparation of the sample is ready, so I canceled it once. Preventative maintenance notes (wo- (B)(4)): subject / reported: even if the value of fsc area scaling is changed, the position of the population does not change and it cannot be distributed diagonally. Returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file facscanto ii flow cytometer (fluidics) #338960-04ra (version a/revision 1) was reviewed and identified the cause of an fsc failure. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no. Item: 25. Sheath. Function: 25.2 optically non-interfering potential failure mode: 25.2.1 fsc perturbed potential effects of failure: 25.2.1.1 instrument setup fails potential causes/mechanisms of failure: 25.2.1.1.1 user switches from hts to manual, leaves sheath with surfactant on system. Surfactant residue on optical surfaces current controls: setup error messages. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 3, occ: 1, det: 1, rpn: 3. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a misaligned fsc detector. Conclusion: based on the investigation results the root cause of the erroneous results was due to a misaligned fsc detector. The fse confirmed that the populations peaked and could not be distributed diagonally, and requested for help from as. As informed the fse that it could not be resolved with settings and would require an adjustment of the fsc detector or installation of nd filter. The nd filter was prepared for this instrument and it was reported that the instrument would be adjusted once the sample was ready. The work order was cancelled and no further complaints related to this issue. No one was harmed or injured, and no medical treatment was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were erroneous results while using bd facscanto ii cytometer 4/2 system ivd. These are related to ivd instrument hardware, ivd reagent, and ruo ldt reagent. It is unclear whether the erroneous results were caused from an ruo reagent, or a combination of ivd or ruo reagents, or the instrument. The following information was provided by the initial reporter: [phenomenon] fsc-h peaks out and cannot be distributed diagonally. Initial support with as. It is said that it cannot be supported by the settings. [Correspondence] confirmed, adjusted the fsc detector, and if it could not be adjusted, there was no choice but to install an nd filter. [Result] coordinate the dispatch of engineers. 2021-08-24 11:00:40 (gmt) . Even if the value of fsc area scaling is changed, the position of the population does not change and it cannot be distributed diagonally.